Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on the left s2 lead. X-ray imaging revealed migration of left and right l1 leads. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the l1 leads were explanted and the s2 lead was explanted and replaced to address the issue.